Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 2.8mm. There was no calcification present from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, at the time of recapture, the patient was developed with a complete atrioventricular (av) block. The valve was able to be implanted at a depth of 0mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). A temporary pacemaker was placed to stabilize the cardiac rhythm. Post-implant balloon aortic valvuloplasty (post-bav) was performed using an unknown balloon for an unspecified reason. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient returned to normal sinus rhythm after returning to the ward and the following day, the heart block had completely resolved. The patient was in a stable condition.

Manufacturer narrative:
An event of complete atrioventricular block and valve migration was reported. Information from field indicated that the device migrated after post-implant balloon aortic valvuloplasty (post-bav) that was performed for an unspecified reason. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the root cause of the reported heart block and device migration could not be conclusively determined. It is possible that the procedural factors may have contributed to reported patient effects, however this cannot be confirmed. The medical intervention was a result of temporary pacemaker placed to stabilize the cardiac rhythm. The patient returned to normal sinus rhythm after returning to the ward and the following day, the heart block had completely resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993.

Event description:
It was reported that on (B)(6)2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 2.8mm and the patient had a horizontal anatomy measuring to be 53 degrees. There was no calcification present from the annulus to the subvalvular to left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, at the time of recapture, the patient was developed with a complete atrioventricular (av) block. At 80 percent and prior to release, that valve was positioned at a depth of 4mm on the non-coronary cusp and 6mm on the left-coronary cusp (lcc). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon for an unspecified reason. Upon confirming, the valve was migrated and implanted at a depth of 0mm on the non-coronary ncc and 3mm on the lcc. A temporary pacemaker was placed to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient returned to normal sinus rhythm after returning to the ward and the following day, the heart block had completely resolved. The patient was in a stable condition.